Manufacturer narrative:
An event regarding tibial baseplate loosening involving a triathlon baseplate component was reported. The event was confirmed. Method and results: no items were returned for evaluation. Clinician review indicated from the available x-rays it is evident that root cause of failure is associated with suboptimal cementation technique. Both the effects of unequal bone contact of the baseplate and cement particle generation have contributed to early bone resorption and the osteolysis as visible on x-ray within already 2-years. As a further consequence of bone resorption, the baseplate dropped in varus causing the malposition observed on x-ray although part of this may already have been present more early but there are no early post implantation x-rays for comparison. This would add a third procedure-related overload contributing factor. No evidence for device-related factors although no implants were returned for investigation to confirm such. Nevertheless the provided failure scenario is plausible enough to accept as principal failure mode without additional factors being required. Failure mode of this pi case is thus procedure related regarding bone cement technique. As such, this pi case is not device-related. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: based on the medical review there is no evidence for device-related factors. The investigation concluded that the reported loosening was caused by procedure-related factors without evidence for device-related factors. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient complained of pain 2 years post op. Xrays showed radiolucent lines under the tibial tray. Surgeon revised the baseplate. Plate came out with no cement attached to it.

Event description:
Patient complained of pain 2 years post op. Xrays showed radiolucent lines under the tibial tray. Surgeon revised the baseplate. Plate came out with no cement attached to it.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.